Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture. All fractured pieces of the implant could be removed.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on (B)(6) 2021. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Additional: d10, h2, h6. Correction: b4, b5, d9, g3, g6, h3, h10. 1. Event description: it was reported that the patient was implanted with a ncb distal femoral plate on an unknown date. After a short time post-implantation, the plate fractured without recognizable trauma. Subsequently, the patient underwent a revision surgery on an unknown date. Harm: s3 - instability, moderate hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. 3. Product evaluation: visual examination: the fractured ncb distal femur plate, 11 screws (9 cortical screws and 2 cancellous screws), and 8 locking caps (1 locking cap is still mounted in the plate) were returned for examination. The plate is fractured into two parts. The fracture runs perpendicular to the plate axis through the 6th screw hole from the proximal end. The non-bone facing surface of the plate, especially of the proximal fracture fragment, shows several scratches. On the bone facing surface of the distal fracture fragment, there is a broad polished area next to the fracture site. The fracture surface of the proximal fracture fragment is highly polished, most likely due to the contact of the two fragments after fracture. Due to the polishing, the characteristics of the fracture surface are no longer visible. However, the fracture surface of the distal fracture fragment shows progression marks (beachmarks) indicating a fatigue fracture. Macroscopically, no defects were found that could have caused or contributed to the fracture. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet, see surgical technique lit.no. 06.01221.012 ¿ ed. 2015-08. DHR review: manufacturing and raw material records were reviewed and show that all specified characteristics have met the specifications valid at the time of production. 5. Conclusion: it was reported that the patient was implanted with a ncb distal femoral plate on an unknown date. After a short time post-implantation, the plate fractured without recognizable trauma. Subsequently, the patient underwent a revision surgery on an unknown date. Neither medical nor patient data were provided for investigation. Therefore, procedure-related factors such as fracture classification, fracture reduction and implant placement, as well as patient-related factors such as bone quality and adherence to rehabilitation protocol, which may have influenced the performance of the plate cannot be evaluated and remain unknown. The visual examination of the plate indicates a fatigue fracture due to cyclic stresses. Macroscopically, no defects were found that could have caused or contributed to the fracture. The quality records of the fractured plate show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Therefore, based on the available data and the examination of the fractured ncb plate, no exact cause could be determined for the implant fracture. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to implant fracture. All fractured pieces of the implant could be removed.